Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that, when the patient was seen post-operatively, they had no pain, hematoma, or indication at the lead site. The lead wires were intact. The patient wasn't feeling stimulation, but had good results. The pain was most likely post-operative, but the analgesic was effective. The issues were noted to be resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had to turn off device because it was causing back pain. When patient turned on device again, they could not feel stimulation and was causing pain on their back. They changed lead to left side and now feeling stim at 1.6. Patient stated again today that they thought that the leads might have migrated. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.